Event description:
"Immediately (2+ minutes) after injection of zyplast collagen to both nasolabial folds severe extensive blanching of skin. Subsequent breakdown of skin right and left, avascular necrosis." The antibiotic flucloxacillin was administered orally 24-48 hours after the treatment.